Manufacturer narrative:
The autopulse platform was returned to zoll (B)(4) for investigation. Investigation results as follows: visual inspection of the returned autopulse platform was performed and no damages were observed. A review of the autopulse platform's archive was performed and multiple user advisories (uas) such as 02 (compression tracking error), ua 12 (lifeband not present) and 18 (max take-up revolutions exceeded) were observed on the reported event date of (B)(6) 2015, thus confirming the customer's reported complaint of the autopulse platform stopping compressions. User advisory 2 is an indication that the load sensors do not see the expected increase in load. The probable causes associated with this fault are that either pressure has been applied to the load cell(s) before "take up" has been completed or that the lifeband is opened during active operation. Another reason why this fault may occur is that one side of the lifeband is twisted or jammed in the roller/skirt area. User advisory 12 is an indication that either no lifeband is installed or that the lifeband is installed incorrectly. The probable cause associated with this fault is that the lifeband clip on the lifeband is not properly engaging the safety switch in the driveshaft. Per the autopulse maintenance guide (p/n: 11653-001), the recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft and the drive shaft can freely rotate after insertion. Ua 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Functional evaluation of the returned platform was performed and the reported complaint of the autopulse platform stopping compressions was not observed. The platform passed all functional testing criteria. Based on the investigation, no parts were identified for replacement and the customer declined to service the platform. In summary, the customer's reported complaint of the platform stopping compressions was confirmed through review of the archive as multiple user advisories were observed on the reported event date. The customer's reported complaint however, was unable to be replicated during functional testing. No device deficiencies were identified that may have contributed to the multiple user advisories that were observed in the archive. No part was identified for replacement and the customer declined repair of the autopulse.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during training the autopulse platform stopped after a few compressions. The customer exchanged the lifeband, however the issue would not resolve. There was no report of any patient involvement. No further information was provided.